Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
A healthcare professional reported against right side "wrinkles" and "axillary various prominent, partly lumpy but not silicone-laden lymph nodes¿. The device remains implanted.

Event description:
Healthcare professional reported, right-side "wrinkles" and "axillary various prominent, partly lumpy but not silicone-laden lymph nodes¿. Later, healthcare professional reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ wrinkling: not observed. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed, one opening on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: ¿ nick is observed assessed as non-penetrating nick. Visual analysis: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -wrinkling: unable to observed. -lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional additionally reported rupture of the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.